Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) did not convert the rhythm during induction testing. The cause of the non-conversion was unknown and the s-ICD was explanted 10 days later. A transvenous implantable cardioverter defibrillator (ICD) was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.